Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the upper gi (gastrointestinal) during a lower endoscopy procedure to treat stricture performed in (B)(6) 2025. During the procedure, a hole was noticed in the balloon. The procedure was completed with another of the same device. The exact anatomy location when the balloon hole was encountered is unknown and is being reported as it may have occurred in the esophagus. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus.